Event description:
It was reported that the patient was concerned about the need to increase the voltage in her device "due to suspected problem with the lead". The patient wanted to know if "there was a recall on her leads". The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.